Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the seal was compromised. During unpacking of a 3.00mm x 12mm nc emerge® balloon catheter, it was noticed that the sterile pack was compromised/opened. No patient complications were reported.